Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: placement of the desired implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with a 380cc mentor smooth round high profile saline breast prosthesis on the left side on (B)(6) 2020, had to undergo another implant explantation and replacement on (B)(6) 2020 with a 430cc mentor memorygel breast implant (catalog: 3505430bc lot: 7630429 sn: (B)(4)). There was no device issue reported. The patient suffered deflation of the left breast implant prior and the doctor that performed the augmentation revision on (B)(6) 2020 did not have the desired replacement implant at that time, so they used what was available. When the desired replacement implant was acquired, they performed this revision.